Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm512.6, -10.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. Glare/haloes and blurred vision was observed, the lens was removed on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found the haptic torn with foreign material (residue) on the lens surface. (B)(4).